Event description:
It was reported that a chemoclave® vented bag spike generated an unspecified chemo leak during a patient infusion. The reporter stated, ¿the solution leaked from the air vent." There was no concomitant drug, no concomitant device, no bleed-back, with an unknown name of chemo, no bio-hazard, and unknown user facility med-watch. The device was not reprocessed/resterilized. There was no unprotected chemo exposure in this event. No patient harm was reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
The reported complaint of leakage was confirmed on the returned set. As received, the filter cap was opened it was observed a wetted-out condition on the filter vent. No additional damage or anomalies were confirmed. The sample was leak tested as per the procedure and a leak was confirmed which was coming from the filter vent. The probable cause is typically due to a temporary or permanent loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.